Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose level was 565 mg/dl. He noticed insulin was not exiting the insulin pump. The customer treated his blood glucose level with nine units of insulin, but his blood glucose level went up. The product was not returned. Nothing further to report.